Manufacturer narrative:
Manufacturer's investigation conclusion: log files from the system controller (serial number: (B)(6)) were submitted for analysis in association with a controller exchange. Log files from the controller were reviewed from the reported event date of 16sep2025, and the driveline was connected to the controller and the pump started without issue. There was no indication in the data reviewed of an issue with the system controller. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 instructions for use (IFU) (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump off alarm from (B)(6) 2025 was seen on ventricular assist device (vad) interrogation. It showed that the alarm was sustained for almost 10 minutes. Driveline disconnect alarm was also noted. Log files were sent for review. The log indicated that the current system controller was connected on (B)(6) 2025. In addition, the log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.